Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was caused by a failure of the ccd unit likely due to an impact such as the user dropped the device and the image became unclear. This likely also led to the condensation in the unit where liquid could enter the device due to the impact. This issue is addressed in the instructions for use (IFU): "·do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately" olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user report. Moisture inside the charged coupled device (image center) and a faulty charged coupled device caused a distorted image. Switch button 1 was also found to be damaged and there was a small cut on the cable. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the image from the hd autoclavable camera head was not clear and appeared distorted. This event occurred during a procedure. There was no patient harm or impact to patient care reported for this event.